Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: actual lot number is unknown, however the customer suspects lot 9282643 (MFR: 2019-10-09 & exp: 2022-09-30). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three samples were received. They came in sealed packaging flow wrap. They all have the plunger rod-rubber stopper, tip cap, saline solution and barrel label. They were tested for sustaining force. The readings were: 10.4n, 11.6n, and 11.2n; the specification is <20n. Failure mode could not be duplicated and root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9282643 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It has been reported that the bd¿ syr 10ml pump compatible saline 10ml fil has been found experiencing four occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: material no: 306547 batch no: unknown but possibly (9282643). It was reported that the plungers are stopping halfway through administration. User states he assumed the samples he had in his pocket from the end of his shift were the same syringes that the nurses were using. Event description: user mentioned that he has not experienced issues with the device however some of the nurses that he works with have had issues with the plunger stopping delivery mid-way down the syringe. When checking to make sure the vein has not collapsed the nurses were getting blood in the syringe, but are reluctant to push the plunger forward for risk of 'blowing' the vein. User provided some samples he had in his pocket at the end of his shift, and assumed that the issues the nurses had would have been from the same lot.